Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed due to major bone destruction following a massive metallosis. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00127-1, 3002806535-2021-00129-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported for item 123952ha. A review of the manufacturing history records could not be performed for liner and head as the lot numbers are unknown. A review of the complaint database over the last 3 years found no other similar complaints reported with the items 123952ha and 650-0791. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Medical product: unk biolox delta head 32mm catalog #unknown lot # unknown. Medical product: exc abt std shell ha/pc 052mm catalog #123952ha lot # 2044350. Medical product: unk exception femoral component catalog #unknown lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00127, 3002806535-2021-00129.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed due to major bone destruction following a massive metallosis. Attempts have been made and no further information has been provided as yet.